Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (ICD)  (B)(6) 2010; 6947 implantable tachy lead (B)(6) 2004; 5076 implantable pacing lead (B)(6) 2004. (B)(4).

Event description:
It was reported that the left ventricular (lv) capture management determined that the lv lead threshold increased by 1.125 v from 20 (B)(6) 2013. The lead remains in use. No patient complications have been reported as a result of this event.